Manufacturer narrative:
Stryker evaluated the device and was able to duplicate and verify the reported issue. The missing magnet was caused by damage to the lid magnet retainer clip. The customer received a replacement device and this device was archived by stryker.

Event description:
The customer contacted stryker to report that their device will not power on despite trying multiple batteries. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not power on despite trying multiple batteries. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.